Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was 577 mg/dl, cause was unknown. The customer received assistance from his wife to administer a manual injection to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.